Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was extremely high at 700-800 mg/dl. Customer was hospitalized and the hospital stated that her blood glucose was too high. Customer stated that she checks her blood glucose twice and calls her doctor before changing her set and retaking it. Customer stated that each she changes her set, the cannula is straight and there is no way that she is not getting her insulin. Customer stated that her blood glucose is always high and she is under a lot of stress right now.